Manufacturer narrative:
Blockb3: the exact event date is unknown. The provided event date 03/01/2025 was used as the best estimate based on the date the manufacturer became aware of the event, 03/11/2025.

Event description:
It was reported by the therapeutic goods administration that an incident report has been received from a healthcare professional/user indicating that the glass tip broke off at lower wattage and that older harder stones need higher wattage. No further information was provided.

Manufacturer narrative:
Blockb3: the exact event date is unknown. The provided event date 03/01/2025 was used as the best estimate based on the date the manufacturer became aware of the event, 03/11/2025.

Event description:
It was reported by the therapeutic goods administration that an incident report has been received from a healthcare professional/user indicating that the glass tip broke off at lower wattage and that older harder stones need higher wattage.

Event description:
It was reported by the therapeutic goods administration that an incident report has been received from a healthcare professional/user indicating that the glass tip broke off at lower wattage and that older harder stones need higher wattage. No further information was provided.

Manufacturer narrative:
Blockb3: the exact event date is unknown. The provided event date 03/01/2025 was used as the best estimate based on the date the manufacturer became aware of the event, 03/11/2025. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.